Event description:
It was reported to nuvectra that the patient experienced an infection at the pocket site due to poor post-surgical care. Subsequently, the stimulator was explanted and replaced to another location. There was no issue with the device/therapy. The infection has resolved.